Manufacturer narrative:
Customer (person): postal code: (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that a coda lp balloon burst. An evar procedure was completed on (B)(6) 2020. On (B)(6) 2020, the patient was diagnosed with a left limb occlusion. An additional graft and a bare metal stent were implanted to reinforce the existing leg device. It is currently presumed that during the procedure, the coda lp balloon ruptured. No adverse effects occurred to the patient. Additional information regarding the patient, device, and event, as well as event clarification, has been requested but is currently unavailable.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information received 23aug2021, it was reported that the initial description of limb occlusion was mistakenly reported. No occlusion information is relevant to this event.

Event description:
In additional information received on 01jul2021, it was reported that the device was prepared for use in the "usual manner". The physician was attempting to balloon junction zones/distal landing zones and had the device fully within the graft (eliminating the chance of calcium causing the rupture). A 20 ml syringe was filled with 50/50 contrast and saline. Upon removal, the device appeared to be intact.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation ¿ evaluation: cook became aware on 24jun2021 of a coda balloon that burst during a male patient¿s evar on (B)(6) 2021. The complaint device was rpn: coda-2-9.0-35-120-32 (product lot 13728064). The physician was doing a junction zones/distal landing zones and fully within the graft during the procedure when the balloon burst. The balloon was prepared in the usual manner. There was 20 mls syringe filled with 50/50 contrast and saline used during the procedure. The physician stated, "all material seemed to be present when removing the balloon." There was no unintended section of the device remained inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this occurrence. A review of the complaint history, device history record, drawing, instructions for use (IFU), quality control, specifications of the device, and visual inspection, were conducted during the investigation. The complaint device was returned to cook for analysis. Physical examination of the returned device showed: one used coda lp balloon catheter (rpn: coda-2-9.0-35-120-32; lot 13728064). The balloon had an 8mm horizontal tear in it near the distal tip of the catheter. There was no other damage or stretching observed on the catheter shaft. Both marker bands were in place. Imaging was reviewed by a global program manager. Imaging was reviewed by a global program manager. Based on the images, it was difficult to tell whether a fracture (or any other sharp point) would have caused the two coda balloons to rupture. It is possible that over-inflation of the balloons contributed to the ruptures. Cook reviewed the device history record for the final product lot. There were no nonconformances reported on final product lot 13728064. No other complaints have been reported. Because there were no nonconformance¿s on this lot and no other complaints have been reported. Cook concludes that the complaint device was manufactured per specification. The device was packaged with an instructions for use (IFU). The IFU includes the following, warnings, precautions, and instructions for proper placement of the device. Warnings: do not exceed maximum inflation volume. Adhere to balloon inflation parameters as shown in fig. 1. Over-inflation of balloon may result in: damage to vessel wall and/or vessel rupture. Rupture of balloon. Do not use a pressure inflation device for balloon inflation. Do not use a power injector for injection of contrast medium through distal lumen. Rupture may occur. The coda 40 mm balloon catheter should not be used for dilation of vascular prostheses in iliac or other non-aortic vessels. Injury to vessel wall and/or rupture may occur. The coda 40 mm balloon catheter should not be used in vessels less the 24 mm diameter. Potential adverse events vessel dissection, perforation, rupture or injury balloon inflation volume do not exceed maximum inflation volume. Adhere to balloon inflation parameters as shown in fig. 1. Over-inflation of balloon may result in: damage to vessel wall and/or vessel rupture. Rupture of balloon. Maximum inflation volumes catheter size max. Volume coda-2-10.0-35-120-40, 40 cc; coda-2-9.0-35-100-32, 30 cc; coda-2-9.0-35-120-32, 30 cc. Balloon introduction and inflation: caution: prior to introduction, determine the amount of standard 3:1 saline and contrast mixture needed to inflate the balloon to the desired inflation diameter. Refer to the balloon inflation parameters chart in fig. 1. Over-inflation of the balloon may result in damage to vessel wall and/or vessel rupture. If balloon pressure is lost and/or balloon rupture occurs, deflate the balloon and remove balloon and sheath as a unit. Note: care should be taken to monitor balloon manipulations and inflation using fluoroscopy at all times. After review of the IFU, cook has concluded the device labeling contains appropriate warnings, precautions and instructions to the user related to the reported failure. Based on the examination of the returned device, the imaging review, review of the manufacturing documentation, and the IFU, cook concludes that the device was manufactured to specification. Based on the information provided, inspection of returned product, imaging review, and the results of the investigation, a definitive cause could not be established. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.